Event description:
It is reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized because of diabetes ketoacidosis. The customer was treated intravenously with insulin. Troubleshooting was done with a diabetes educator. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.